Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction with two 225cc mentor smooth round spectrum prostheses and experienced bilateral capsular contracture (unknown grade) and autoimmune disorder postoperatively. The patient suffered several unexplained systemic symptoms, including joint pain (B)(6), muscle pain (B)(6) 2020, weakness (B)(6) 2020, breast pain, itching, joint stiffness, fatigue, muscle ache, pulsation sensation, bradycardia, burning sensation, finger swelling, tinnitus, ebv, vertigo, sweating, sleeping difficulty, dry eyes, dry mouth, metallic taste in mouth, not able to focus, weight loss, and headaches. The patient sated that she was diagnosed with fibromyalgia on (B)(6) 2021. No device issue was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2021. The patient reported the event to FDA via mw5101770. This report is for the right-sided prosthesis.